Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter, translated from chinese to english: issue encountered during use: failure of liquid to flow. Affected quantity: 2 units. The samples are available for return, and photographic evidence is provided. Requesting a green claim, a complaint response letter, and a complaint acknowledgement letter. Batch no.: 25105089; expiration date: 2028/10/1; affected quantity: 1 unit, batch no.: 25085184; expiration date: 2028/8/5; affected quantity: 1 unit. Additional information received from the customer: please confirm if the fault was identified during priming or during infusion? If during infusion, how long into the infusion? The failure occurs during flushing. Please confirm the make and model of the connecting product(s) to the maxzeros? The connection product is bd fulai 303537. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? The kit looks normal please confirm what substance was being infused during the time of the event? No drug infusion. Was there any patient harm? The patient was not harmed.